Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the rear handle of the delivery system was found unstable. The handle was manually set in place and was able to fit. The procedure was completed successfully. It was noted that there was no inconsistency with the packaging. The delivery system was discarded by the user facility. No clinical sequelae were reported and the patient is fine.